Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating that the device was failing battery calibration. There was reportedly no patient involvement. A philips remote service engineer (rse) provided support remotely, but the device was not repaired because the customer contract was expired. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays a "battery calibration recommended" notification. There was no reported patient impact or injury.